Manufacturer narrative:
Evaluation: 1 gelport cap assembly was returned used. Upon visual inspection, the kraton ring contained within the assembly was broken. The shop order was reviewed and contained no temporary redline changes, mrr's (material review requests), or repair log rejections relative to the reported incident. Conclusion: it's not known if the crack was present before use. It appears that the user may have applied excessive force to the cap assembly when snapping it onto the ab base and the alexis wound retractor. No corrective action will be taken at this time.

Event description:
"Case had been running for 2 hours - surgeon reinserted hand and the plastic ring on gelport (the fused plastic on gel) split apart." Patient is doing fine.